Manufacturer narrative:
Evaluation / investigation: a visual inspection and functional testing of the returned devices was conducted. A review of the device history record, drawings, manufacturing instructions, quality control data, and specifications was also performed. Two devices were returned for evaluation. Device 1: the device was returned with the handle in the open position and the basket formation in the open position. The collet knob is tight and secured. The male lure lock adaptor (mlla) was loose. The polyethylene terephthalate tubing (pett) measures 2.5 cm in length. A functional test determined the handle does not actuate the basket formation. A visual examination noted the support sheath is kinked at the mlla. There is a bow in the support sheath. There are no other kinks in the basket sheath. A visual observance also noted that one of the wires has pulled out the cannula. The other three wires in the basket formation are secure. Device 2: the device was returned with the handle in the open position and the basket formation in the open position. The collet knob is tight and secured. The mlla was loose. The pett measures 2.5 cm in length. A functional test determined the handle actuates the basket formation. There are no kinks or damage in the basket sheath. A visual observance also noted that one of the wires has pulled out the cannula. The other three wires in the basket formation are secure. Based on the investigation evaluation, there is no indication that a design or process related failure mode contributed to this event. Current controls for manufacturing are in place to assure functionality and device integrity prior to shipping. Review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. The device history record was reviewed and noted there were two non-conformance issues identified during manufacturing. These issues noted were for basket/grasper will not open/close and labels, damaged. All non-conforming items were scrapped. A review of complaint history revealed this is the only complaint that has been received associated with lot number 8015964. Based on the provided information a definitive root cause cannot be established. Measures have been initiated to address this failure mode. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
The area representative reported during a ureteroscopy procedure, the tip of the ncircle tipless stone extractor broke while retrieving the stone. A second ncircle tipless stone extractor was used and again the tip of the basket broke while retrieving the stone. A third device was used and the procedure was successful. No part of these devices detached from the product or fell inside the patient¿s body. No additional procedures were required. There were no adverse consequences or effects to the patient due to these reported occurrences.